Event description:
Per provider the unit is alarming. Per the independent repair center the unit is alarming or red light. Additional malfunctions were 1143497 pilot valve alarming, 2001134 power switch no alarm and 1165099 sieve beds saturated.